Manufacturer narrative:
Per the facility the patient was intubated and ventilated and "the item spontaneously fell apart which was identified after rrt troubleshooting why the patient was not getting tidal volumes on the ventilator". Per the facility the "piece was taken off and replaced". The sample was requested for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per the facility the patient was intubated and ventilated and "the item spontaneously fell apart which was identified after rrt troubleshooting why the patient was not getting tidal volumes on the ventilator".